Event description:
Patient underwent vitality test by means of noga system followed by direct myocardial revascularization (dmr) by means of laser star in the course of the study. During the procedure, it was noticed that the ventricle was imaged distorted by 180 degrees and that the volume values obtained were far beyond the expected range. The catheter was replaced and the procedure continued without problems. The dmr therapy was also successful. The following day, pericardial effussion of 2 cm diameter was diagnosed. General feeling of exhaustion was described by the patient.